Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 7.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024 due to early signs of diabetic ketoacidosis as patient traced ketones. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.